Event description:
It was reported that the coil broke at the mid section while being advanced from the introducer sheath. There was no patient involved.

Event description:
It was reported that the coil broke at the mid section while being advanced from the introducer sheath. There was no patient involved.

Manufacturer narrative:
Device evaluated by MFR.? - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the delivery wire was kinked and bent at multiple sections along its length. The main coil was attached to the delivery wire and no anomalies were noted to the main coil junction. Microscope examination found that the main coil was kinked and stretched. Analysis did not reveal any break on the main coil or delivery wire. Based on information available, the reported difficulties occurred during preparation; therefore, it is probable that findings observed on the returned device are due to handling at the preparation stage. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.